Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. A cardiac tamponade was reported. Ablation occurred prior to noting the pericardial effusion. No steam pop was observed. Pericardiocentesis was performed. After pericardiocentesis was done in the catheter room, the patient's blood pressure increased, so the patient returned to the room. There were no problems after the patient returned to the room. There was no prolongation of the hospital stay. The patient fully recovered. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that error 6150 occurred when the soundstar catheter was connected. The problem was not resolved by reconnecting the cable but was resolved by replacing the catheter. It was also reported that when the octaray was starting to be used, when it was inserted into the left atrium, the matrix was not established. There was no error code. The problem was not resolved by reconnecting or replacing the cable but by replacing the catheter. Additionally, a cardiac tamponade was reported. Ablation occurred prior to noting the pericardial effusion. No steam pop was observed. Pericardiocentesis was performed. After pericardiocentesis was done in the catheter room, the patient's blood pressure increased, so the patient returned to the room. There were no problems after the patient returned to the room. There was no prolongation of the hospital stay. The patient fully recovered. The physician reported that it was confirmed that the heart rate had already weakened in the fluoroscopic video saved before the ablation. It was unclear whether "the perforation" was due to the use of another electrode catheter (from another company) when that catheter was inserted or during septal puncture.

Manufacturer narrative:
On 29-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).